Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted for lot number 0309740. Inspected 7pcs retention parts cannula adhesive appearance and cannula pull force. All results met products specification. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot 0309740. H3 other text : see h10.

Event description:
It was reported that the cannula broke while using bd micro-fine¿+ pen needles. There was no report of patient impact. The following information was reported by the initial reporter, translated from chinese to english: "after the needle sleeve was removed, the needle fell to the ground."

Event description:
It was reported that the cannula broke while using bd micro-fine¿+ pen needles. There was no report of patient impact. The following information was reported by the initial reporter, translated from (B)(6) to english: "after the needle sleeve was removed, the needle fell to the ground."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.